Event description:
I went to the (B)(6). Because I wanted better reading glasses. Dr (B)(6) performed laser surgery on both my eyes ( I was told there was no cataract on the right eye, but should have surgery on both eyes anyway). Since that surgery, I have been unable to see out of my left eye. I had a vitrectomy (B)(6) 2013 that only made it worse. I saw another dr who said I have macula scarring and burning. Everything looks like im looking through a mesh and I can barely read. Please do not let this happen to anyone else. I live in assisted living because I can barely see.